Event description:
Received a letter from consumer's attorney advising pt sustained severe burns arising from the use of a kaz vaporizer. Kaz instructions state 'keep vaporizer out of the reach of children: steam can cause burns." No other instructions was given.